Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. The instrument was found to have a broken pitch cable at the distal clevis hub. The clevis did not exhibit any wear. However, broken strands stuck out at the wrist and the crimp was missing. A device history record (DHR) review for the device involved with the complaint has been completed. No non-conformancies were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument would not engage on the system. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.